Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one monopty biopsy needle was received for evaluation. During visual evaluation, the device appeared to be clean. The monopty disposable core biopsy instrument was received in second rotational position with the arrow in the ready window. The distal tip of the stylet was not observed to be protruding from the distal end of the cannula. The actuator button was noted to be dislodged within the rotational knob. A gap was noted to the rotational knob. Due to the nature of the complaint, no functional testing was performed. Upon dimensional observation, the stylet tang width was measured, and the measurement is not within specification. The device was received and remained in its second rotational position for an extended period. The stylet tang width was measured below specification. Prolonged compression in the primed state may have contributed to dimensional changes post-manufacture, potentially leading to the observed self-activation. Disassembly confirmed no molding defects in the stylet tangs. Therefore, the investigation is unconfirmed for the reported break as no break has been observed. However, the investigation is confirmed for the identified device dislodged or dislocated as the actuator button was dislodged from the green inner handle. And the investigation is confirmed for the identified self-activation as the cannula is noted to be initial position while the stylet remained primed. A definitive root cause for the reported break, identified device dislodged or dislocated and identified self-activation issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the monopty device, upon opening the needle box, the instrument body was broken. Another cannula needle was used to complete the procedure. There was no patient contact.